Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of a ventral hernia with implant of a ventralex mesh and ventrio patch. (B)(6) 2015 - the patient underwent an additional surgery to remove the previously placed mesh. The attorney alleges the patient was injured severely and permanently. 08/16/2016 - the patient underwent an additional surgery to repair a recurrent incisional hernia less than a year after the removal of the previous mesh. The attorney alleges the patient was injured severely and permanently. The attorney further alleges the patient suffered and will continue to suffer physical pain. Addendum per additional information provided: (B)(6) 2014 - patient was diagnosed with incarcerated ventral hernia and underwent open repair. Per the operative report details, ¿hernia defect was approximately 1.5 cm. A 4.5 cm circular ventralex mesh was used.¿ (note: there is no mention of ventrio mesh being implanted in the operative notes). (B)(6) 2015 - patient was diagnosed with recurrent incisional hernia and underwent repair. Per the operative report details, ¿there was a small defect superior to the previous repair. Upon entering this area, there was purulent material. The old hernia mesh (ventralex) that was inferior by about 4 to 6 cm from the abscess was then excised." Adhesions around the defect were dissected; due to the abscess, no mesh was placed back in. Attorney alleges that the patient had abscess, adhesions, infection, nerve damage, pain, recurrence, removal surgery and emotional injuries.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated that the "patient underwent an additional surgery to remove the previously placed mesh." As medical records were not provided, it is unclear at this time if only one mesh device or if both mesh devices were removed at this time. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the ventralex mesh patch implanted. A second emdr was created to address the ventrio patch that was implanted during the same procedure. Addendum 1 to the previous information. This supplemental emdr is being sent to correct the expiration date and date of manufacture for the ventralex mesh. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum 2: this supplemental MDR is submitted to document additional information provided: based on the additional information received, a definitive conclusion cannot be made. Review of medical records finds over one year post implant the patient was diagnosed with a recurrent incisional hernia and underwent repair. Medical records note the small defect was¿ superior to the previous repair¿ and purulent material was noted. The medical records note the presence of an abscess 4 to 6 cm from the ventralex mesh. This hernia appears to be a new hernia and not a recurrence of the defect previously repaired with the ventralex mesh. The explant of the ventralex mesh appears to be due to the presence of the abscess. This supplemental emdr represents the ventralex mesh (device #1). An additional supplemental emdr was submitted to represent the ventrio mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Addendum to the previous information. This supplemental emdr is being sent to correct the expiration date and date of manufacture for the ventralex mesh. A review of the manufacturing records was conducted which found no anomalies during the manufacturing process of the device. With the current information, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Device evaluated by manufacturer: not returned to manufacturer.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. The information provided indicated that the "patient underwent an additional surgery to remove the previously placed mesh." As medical records were not provided, it is unclear at this time if only one mesh device or if both mesh devices were removed at this time. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. This file represents the ventralex mesh patch implanted. A second emdr was created to address the ventrio patch that was implanted during the same procedure. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of a ventral hernia with implant of a ventralex mesh and ventrio patch. On (B)(6) 2015 - the patient underwent an additional surgery to remove the previously placed mesh. The attorney alleges the patient was injured severely and permanently. On (B)(6) 2016 - the patient underwent an additional surgery to repair a recurrent incisional hernia less than a year after the removal of the previous mesh. The attorney alleges the patient was injured severely and permanently. The attorney further alleges the patient suffered and will continue to suffer physical pain.